Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned to the manufacturer and analyzed. It was found that the helix disengaged from the helical channel. The distal conductor had blood/body fluid (not obstructed), and blood/body fluid on outer tubing overlay was noted. Further noted was the outer tubing overlay cosmetic environmental stress cracks and breached cuts. There was outer insulation cosmetic depression, as well as blood in/on helix/lobe mechanism and mechanism (sleeve head) noted. The device is part of the advisory for this model.

Event description:
It was reported that the lead was returned to the manufacturer after being explanted due to the patient not wanting the system anymore. The lead tested out of specification no patient complications were reported as a result of this event.